Event description:
Performance data collected from the device was analyzed and revealed that the lead tested out of specification. Follow-up conducted confirmed that review of the save to disk showed two lead alerts triggered for out of tolerance sub-threshold lead impedance which was no indication for a suspected lead issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there was oversensing, 1 - vf=150 ms average v-cycle on (B)(4) 2011, lead integrity alert triggered and programmer data showed 2 - lead integrity alerts on (B)(4) 2011 and (B)(4) 2010. Additionally, there were 2 - patient alerts for out of tolerance sub-threshold lead impedance on (B)(4) 2011 and (B)(4) 2010.